Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the balloon was found to be leaking. There was patient involvement, but no patient harm/adverse event reported.